Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. Reportedly, the pt began experiencing high blood glucose early in the day of event. He had high ketones and vomiting, with continually rising blood glucose. When his blood glucose rose greater the 400 mg/dl they decided to take him to the ER. Upon admit his blood glucose was >500. He was diagnosed as in diabetic ketoacidosis and treated with IV fluids and insulin. The md speculated that it could be a site issue and it was noted that the pt had a lot of "scar tissue". The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.